Event description:
In 2007, doctor performed a bankart repair for a pt using one bioraptor implant 2.9 mm. Five months later, the pt started having pain growing more and more each month. There was radiographic evidence of increasing arthritis and osteolysis where the implant was; therefore, the doctor decided to do another surgery (2008) and found that the labrum was well fixed but the anchor was floating around in the pt. He took the anchor out.

Manufacturer narrative:
No product is being returned for evaluation.